Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged. This was the patient¿s third ins overdischarge. The patient had met with a manufacturing representative and a physician mode recharge (pmr) was done. When the manufacturing representative was able to communicate with the ins they got a power on reset (por) message. Once the por message was cleared, an end of service (eos) screen was displayed on the patient programmer. The patient had stimulation off since (B)(6) 2014 due to other medical issues. It was unknown if there were any patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).